Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm sjm masters series mechanical heart valve was chosen for an aortic and mitral valve replacement procedure. During the procedure, the valve experienced a failure involving ring fracture and disc displacement. The valve got replaced with another 23mm sjm masters series mechanical heart valve and the procedure completed.